Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted scratches on the case and minor body fluid contamination in the lead barrels. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient was experiencing syncope. Upon interrogation it was noted that there was oversensing of right ventricular (rv) noise which led to pacing inhibition. All measurements were stable and within range. On the x-ray it appeared that the terminal pin may not be seated all the way into the rv port and a setscrew issue was suspected. During the revision procedure manipulation of the device from the pocket appeared to visually change the pin position within the header. The other manufacturer's rv lead was connected to external psa for analysis, and incrementally evaluated via enhanced fluoroscopy. The physician did not see any issues with the rv lead. Subsequently the pacemaker was explanted and no adverse patient effects were reported.